Event description:
It was reported on (B)(6) 2022 that during a selenia procedure intermittently when they attempt to move the c-arm to the right hand oblique position that the c-arm will continue rotation to the mlo or even 360 position even after it has been released. A field engineer examined the console and determined that both switches required to be replaced. Verified all buttons worked without issues. The system met the manufacturer´s specifications. No harm to the patient reported. No other information is available.